Event description:
It was reported that a data error alert 4 occurred after the pump's ship date. Blood glucose levels were between 54-500 mg/dl, with no adverse impact on the customer¿s blood glucose level. Customer support informed the caller that some history logs might have been erased, but therapy remained unaffected, and the customer continued using the pump for insulin therapy after acknowledging this information.